Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted on (B)(6) 2016 from the emergency department after a complaint of four episodes of dark stools in the previous 48 hours. The patient also noticed a decrease in appetite, dyspnea, and fatigue. The work up diagnosis was hemorrhagic/hypovolemic shock from upper gastrointestinal (gi) source in the setting of anticoagulation. On (B)(6) 2016, the patient was emergently intubated and central access placed. They required several transfusions of packed red blood cells (prbc), fresh frozen plasma (ffp), and ddavp. On upper endoscopy, they had multiple arteriovenous malformations, some of which were successfully treated; flows improved. The patient was extubated on (B)(6) 2016 and developed a new blood antibody which delayed cross-matching. Another upper endoscopy was performed on (B)(6) 2016, multiple angioectasias with stigmata of recent bleeding in mid and distal jejunum status post argon plasma coagulation (apc). Also with grade 2 jejunal varices; duodenal polyp noted and biopsied. They were discharged home on (B)(6) 2016. No further patient complications have been reported as a result of this event.